Event description:
It was reported that the patient underwent hip revision approximately 8 months post implantation due to intra prosthetic dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device was not returned, but one photograph was received showing the articulation surface of the femoral head with metal marks indicating direct contact between the femoral head and a metal component. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Three radiographs of the left hip were received and reviewed by a radiologist. The review identified a left total hip arthroplasty with cement fixation of the acetabular cup. An asymmetric position of the femoral head within the acetabular cup was noted on one image, as well as radiolucency at the bone cement interface of the femoral component. Please note that significant artifact on the images limits the evaluation. With the available information, a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.